Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is loss of osseointegration.

Event description:
The patient had left side si joint arthrodesis at an unknown date where three implants were placed. The patient later reported a recurrence of si joint pain symptoms. The surgeon determined possible lucency around the implants. In (B)(6) 2018, the surgeon performed a revision surgery where he removed all three implants using chisels and installed new hardware in the si joint. The status of the patient following the revision procedure is not known.